Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure one resolute onyx rx coronary drug-eluting stent system was used to treat a lesion in the proximal region of the left anterior descending (lad) branch. It was reported that approximately ten months later another procedure was performed using a non-medtronic des (drug eluting stent) to overlap the resolute onyx stent. There was no calcification or malapposition observed and the procedure was completed successfully. In the ivus (intravascular ultrasound) findings no expansion/crimping failure or edge dissection was confirmed, and no abnormalities were observed in the flow. It was reported two weeks later post deployment of the non-medtronic des the patient felt chest discomfort and was transported to hospital by ambulance. The patient arrived at the hospital in cardiopulmonary arrest. When a coronary artery angiography (cag) was performed with percutaneous cardiopulmonary support (pcps), complete occlusion was observed on the distal side (within 5mm) of the implanted non-medtronic device. It was detailed that thrombus suction was performed but it could not be suctioned very much. The patient's condition did not improved despite checking for re-perfusion with a perfusion balloon. The following day it was reported that patient was deceased. It is believed that although it is highly possible that the event is sat due to the occlusion and thrombus development at the non-medtronic placement site, the possibility that it may be caused by other stents cannot be denied. Four days before the resolute onyx stent was implanted a non-medtronic des was used to treat stenosis in the left circumflex (cx). Ten months following this procedure restenosis was observed at the placement site and a dcb (drug coated balloon) was used to treat the site.

Manufacturer narrative:
Additional information: the resolute onyx rx coronary drug eluting stent (des) was implanted on the (B)(6) 2022 to treat a stenosed lesion in the proximal region of the left anterior descending (lad) branch. The stenosis was expanded with a semi-compliant balloon catheter firstly, and then the stent was placed. Post-dilation was performed with a non-compliant balloon catheter (ncbc). The stent was confirmed by optical coherence tomography (oct), and proximal optimization technique (pot) was performed. Finally, the lad was expanded again with a ncbc, and final oct was performed to confirm the stent got enough expansion, and the procedure was completed. Approximately ten months after the resolute onyx stent was placed, on the (B)(6) 2023, another procedure was performed using a 3.5 x 28mm non-mdt des to overlap the resolute onyx stent in the lad due to stenosis. Lesions were observed in the lad and the stenosis was expanded with a ncbc. Then the non-mdt stent was placed and confirmed with oct. There was no particular problems and expansion was performed again with an ncbc and confirmed with oct. There was good expansion. There was no evidence or restenosis or thrombus. It is believed that although it is highly possible that the event is late stent thrombosis due to the occlusion and thrombus development at the non-mdt placement site, the possibility that it may be caused by other stents cannot be denied. It was believed that the patient was on dual antiplatelet therapy (dapt) at the time of the event, but it is not confirmed. It is not believed that the non-mdt balloon catheters and oct had an effect on the thrombosis. Correction: date of death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: annex d code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.